Manufacturer narrative:
The customer reported problem was confirmed. Technical recommended for the 8300 to first try to re-flash the software on the unit, if it fails, then have a logic board issue and will have to be replace. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: tech, called in for help on etco2 unit serial # (B)(4) has error code 500-5040. Failure device type: alaris system instrument. Failure problem type: 8300. Failure mode: troubleshooting/ error codes. Case resolution: error code 540-5040 on 8300 unit has to do with the software on unit first try to reflash the software on the if fails then yesy you have a logic board issue will hav eto be replace. Tech. Thank me for my assist. (B)(4).